Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed for recurrent mr and single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed on (B)(6) 2021, treating degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted and the mr was reduced to grade 2+. An attempt was made to implant a second clip; however, after grasping, the mean pressure gradient increased to 7 mmhg an the decision was made to release the grasp and remove the clip. Only one clip was implanted and the procedure ended with the mr reduced to grade 2+. On (B)(6) 2021, the patient was re-hospitalized with right arm swelling and was diagnosed with heart failure exacerbation and pulmonary hypertension. Per study physician, the pulmonary hypertension is unrelated to the implanted mitraclip. Echocardiogram noted a single leaflet device attachment (slda), with the clip detached from the posterior leaflet and remaining attached to the anterior leaflet. Recurrent mr was noted. Cardiovascular medication was administered as treatment. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effects of mitral valve insufficiency/ regurgitation (mr), heart failure/congestive heart failure, and swelling/ edema are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported incomplete coaptation (single leaflet device attachment (slda)) appears to due patient conditions (degenerative mitral regurgitation, posterior prolapse, coronary artery disease, hypertension, renal disease). The reported mitral regurgitation (mr) and congestive heart failure appear to due procedural condition of the slda. A cause for the reported swelling/edema cannot be determined. The reported hospitalization and required medication were a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.